Manufacturer narrative:
No other information was provided since there was no reported injury. The serial number was not provided. 3m requested the device be returned for evaluation. The device has been discarded by the facility. 3m implemented a new dehp free material to enhance the material properties on all 3m ranger(tm) fluid warming disposable products in 2013. Subsequent to this change 3m received a higher trend of complaints applicable to leaks within selected areas of the disposable tubing connections. 3m implemented a solvent improvement process change in late 2015 to address this type of event. This improvement was to the solvent bond process to reduced leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting of the high flow disposable set. The change was implemented to increase strength and to minimize leaks. A new process improvement was implemented dec, 2017 to further reduce incidence of solvent bond leaks. 3m continues to monitor their complaints to confirm the effectiveness of the change made.

Event description:
A hospital employee alleged the luer lock above the drip chamber on a 3m¿ ranger¿ high flow fluid warming set (model 24355) separated when the attending nurse initiated the ranger¿ high pressure infusor in the ICU. As a result, whole blood leaked out from the tubing. The warming set was primed with saline prior to the start of administration. The employee reported the luer connections were all checked and tightened prior to use. A pump was not used. The employee reported attending nurses were wearing appropriate protective equipment, but did get some transfusion blood in their hair. No harmful exposure to blood was specified. No patient injury was alleged.

Manufacturer narrative:
Device expire date corrected to 05/25/2020. Device manufacture date corrected to 05/25/2017. The device has been discarded by the facility. Without a sample, 3m was unable to determine the root cause of this issue. Based on the problem description, product photos, and the investigation the likely cause for this incident is the luer connection not being adequately tightened prior to use.